Event description:
Caller reported an issue with the time settings on their device, with a discrepancy greater than 5 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in updating the pump time and advised the caller to monitor the situation and follow up if discrepancies occur again, which the caller acknowledged and understood.